Manufacturer narrative:
(B)(4). Approximate age of device - 8 months. Device evaluation: examination of the returned explanted pump upon disassembly revealed a small deposition adjacent to the bearing ball within the proximal side of the outlet stator. The deposition lacked concentric layering suggesting that it did not initially form in the outlet stator. Its areas of slight denaturation suggest that it was likely present while the pump was supporting the patient. Although the evaluation of the pump as returned could not conclusively determine the origin of the observed deposition nor the duration of its presence in the pump, the deposition would have potentially contributed to the reported elevated lactate dehydrogenase levels. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Examination and electrical continuity testing of the returned portion of the driveline extending from the pump housing did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Review of the system controller log file submitted by the customer found no atypical alarms were captured and the system appeared to be operating as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient presented to the emergency department on (B)(6) 2016 with dark colored urine. It was reported that the lvad parameters remained within normal limits. Analysis of the system controller log files by the manufacturer's technical services representative did not reveal any atypical events. The patient's lactate dehydrogenase (ldh) levels were found to be elevated to an unspecified level. On (B)(6) 2016, the patient underwent a pump exchange due to suspected device thrombus.